Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional reported that the patient experienced an allergic reaction to the device. The patient woke up with severe symptoms of celiac disease after wearing the new guard inserted on (B)(6) 2026. The doctor was not aware that the material contained methyl methacrylate (mma) and possible gluten additives. No permanent injuries were reported. No additional information was provided.